Event description:
It was reported that the patient fell today and went to the emergency room. The ER had limited history as to the pump and no programmer was available. The patient was slumped over and complained of weakness to both legs, tremors to the right leg and swelling. A request was made to check the pump status. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report. It was then reported that the patient was in the hospital and a magnetic resonance imaging scan was being performed to determine what was wrong with the patient in relation to having bad spasm. The patient had a urinary tract infection a month ago and was not having a different one. The patient had a bad leg spasm that made him collapse. Reportedly, there was no allegation to the device/therapy. It was further clarified that this device system delivered gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information reported there was a catheter problem. It was reported the pump was delivering the correct dose but the patient had not been getting the correct dose. It was stated the patient could not walk on (B)(6) 2013. It was stated the patient had been in the hospital and went back home on (B)(6) 2014. It was reported a manufacturer representative came to the hospital and confirmed the pump was working but the catheter was not. It was stated the catheter needed to be replaced. It was reported the patient baclofen dosage had been increased by 10 or 15% on (B)(6) 2014.